Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump, ensuring the cartridge was correctly attached, and completing the loading process. The customer successfully performed these actions, allowing them to resume insulin delivery.